Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received with the formed needle not deployed. Investigation of the download data from the pod found no hazard alarms, timeouts, or drive stalls observed. The pod ran 55 pulses, 45 of which were first prime, and was deactivated by the user at the end of second prime. Inspection of the internal components found damage to the environment seal, indicating that the formed needle deployed into the environment seal. The formed needle deploying into the environment seal is a result of the pod chassis sub assembly being incorrectly installed into the bottom housing. The formed needle deploying into the environment seal prevented the formed needle and soft cannula from fully deploying and caused damage to the formed needle and soft cannula that prevented the flow of fluid through the complete fluid path. No other damages or deficiencies were observed during the investigation.